Event description:
Hill-rom received a report from the account stating that while lifting the pt, the actuator lowered suddenly. The lift was located in the pt room. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The customer found that the actuator lowered suddenly. The lift was manufactured in 2001 and the actuator and emergency stop had never been replaced. The expected life time of the unit is 10 years. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performs preventative maintenance on their lifts. The customer was advised by hill-rom that there is no replacement actuator and that the lift has exceeded its life expectancy. Based on this info, no further action is required.